Event description:
During eval of a returned spectrum infusion pump, 4 occurrences of "upstream occlusion" alarms were identified in the history log which indicates a potential malfunction of the device. No additional info is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary service event opened during investigation of complaint (B)(4). The "upstream occlusion" alarms were confirmed through an event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.